Event description:
It was reported that the patient presented for a post operation discharge check. Upon interrogation, it was observed the left ventricular (lv) lead showed high capture threshold that caused phrenic nerve stimulation. Programming changes were completed. The patient was stable.